Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The rep indicated the primary surgery took place in 2009 with a revision one year later. The insert was exchanged for a thinner insert to increase motion.

Manufacturer narrative:
Reported event: an event regarding insufficient range of motion involving an unknown triathlon insert was reported. The event was confirmed based clinician review of the medical records provided. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: scar tissue formation in the soft tissues around a triathlon knee arthroplasty has caused limitation in range of motion of the knee requiring revision with scar tissue removal at 1-year post arthroplasty with bearing exchange required to further improve range of motion in the knee arthroplasty. Device history review: not performed as lot information was not provided. Complaint history review: not performed as lot information was not provided. Conclusions: the event was confirmed based clinician review of the medical records provided. A review of the provided medical records by a clinical consultant indicated: scar tissue formation in the soft tissues around a triathlon knee arthroplasty has caused limitation in range of motion of the knee requiring revision with scar tissue removal at 1-year post arthroplasty with bearing exchange required to further improve range of motion in the knee arthroplasty. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The rep indicated the primary surgery took place in 2009 with a revision one year later. The insert was exchanged for a thinner insert to increase motion. In following up on a left knee revision, rep indicated the primary surgery took place in 2009 with a revision one year later. The insert was exchanged for a thinner insert to increase motion. Update based on medical review: scar tissue formation in the soft tissues around a triathlon knee arthroplasty has caused limitation in range of motion of the knee requiring revision with scar tissue removal at 1-year post arthroplasty with bearing exchange required to further improve range of motion in the knee arthroplasty.